Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the patient developed infection and poor wound healing post-implant of the phasix mesh. It appears a portion of the mesh was debrided from the wound and additional surgery planned. It is unclear as to how much of the implant remains implanted in the patient at this time. Infection is a known inherent risk of surgery. Per the instructions-for-use (IFU) supplied with the device, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible.

Event description:
As reported, a phasix mesh was used as an onlay after diep (deep inferior epigastric perforators) flap. It is reported that post-implant, the patient developed an infection and some mesh was debrided. The patient has another infection and it ¿looks to have poor healing of the lipocutaneous flap.¿ the surgeon is planning to explore the area.